Event description:
During a cerebral angiogram treatment procedure, the tip of the platinum plus guide wire became frayed, and separated from the body of the guide wire. The procedure was completed successfully. Patient status is reported as 'ok'. Same case as MFR report # 6000130-2005-00437.

Event description:
It was further reported that this event occure4d during preparation of the device. This device was not used in the pt so no pt injuries or complications occurred.